Manufacturer narrative:
(B)(4).

Event description:
It was reported there were issues related to the device turning off on its own. The device system was explanted and replaced. No further details were reported.